Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a battery compartment crack and a leaking internal battery. This report is made based on the results of an investigation completed on 12/05/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/05/2013 with the following findings: black box indicates a time and date reset in within 13 hours, 15 minutes of power off. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate and the internal battery was found to be leaking. Observed "battery cap" unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching and battery compartment crack.